Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Product was disposed of by end user.

Event description:
A valve was introduced and deployed however post release, the physicians were not happy with the level of leak so intended to go forward and do a valve in valve. Second valve struggled to cross the arch and kinked and physicians continued to advance. However before they could deploy they noticed the safari wite could not be manipulated. They removed this device and replaced with another completing the valve in valve. Unfortunately the patient pass away the next day after suffering an aortic dissection in the ascending aorta. Additional information received: initially a 23 mm lotus valve was deployed, but as per source due to angulation of valve in the root, moderate paravalvular aortic regurgitation was noted due to which decision for deployment of second valve in lower position was made. A second 23 mm lotus valve was prepared and was inserted but was unable to be deployed due to marked resistance on traversing aortic arch with kinking of sheath, and due to which the valve was retrieved successfully. Finally a third 23 mm lotus valve was successfully deployed. Successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted.